Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump and received assistance from technical support, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, and they acknowledged this guidance.